Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international number that was involved in the reported event, which is comparable to the domestic list number 11877. The domestic list number has a common device name of 80frn and has a 510k of k052052. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set that was connected to a primary plumset and was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time in use, leakage of solution was noted from the connection to the primary plumset. The volume of solution that leaked was unspecified. The spill was cleaned up according to the hospital's policy. There were no reported adverse patient effects or delay in therapy critical for this patient. No medical interventions were reported. Though requested, no additional information was provided.